Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported the system intermittently will not respond to control panel instructions. No patient injury was reported.